Manufacturer narrative:
(B)(4). Patient age (B)(6). Date of event estimated as (B)(6) 2014. Date of implant estimated as (B)(6) 2014. Concomitant products: mitraclip system, steerable guiding catheter. The devices were not returned. A review of the lot history record and complaint history of the reported lots could not be conducted because the lot numbers were not provided. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular. In this case, there was no reported device malfunction associated with the devices. The reported patient effects of mitral regurgitation, hypotension, cardiac tamponade, and embolism, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Stephan blazek, md; philipp lurz, md, phd; norman mangner, md; georg fuernau, md; joerg seeburger, md; christian luecke, md; matthias gutberlet, md; joerg ender, md; steffen desch, md; ingo eitel, md; gerhard schuler, md; holger thiele, md, phd. (Journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology; eurointervention may 2014): incidence, characteristics and functional implications of cerebral embolic lesions after the mitraclip procedure.

Event description:
This event was captured based on literature review. It was reported through a research article identifying the mitraclip system that may be related to the following: microembolic lesions (emboli), hypotension requiring catecholaminergic support, mitral regurgitation and cardiac tamponade treated with surgical stitching of the left atrium. Specific patient information is documented as unknown. Details are listed in the attached article, titled: incidence, characteristics and functional implications of cerebral embolic lesions after the mitraclip procedure. No additional information was provided.